Manufacturer narrative:
Investigation: photo evaluation: 1 photo was received for evaluation. Unable to confirm on clogged needle from the photo. Sample evaluation: 4 actual unused samples were returned for evaluation. The samples were not decontaminated. All 4 samples were subjected to visual inspection to check on clogged needles. All 4 samples were found with clogged needles. Return samples that was identified to be clogged are able to be detected and rejected by the vision system. The probable cause for parts not rejected is due to slanted rack pin. The slanted rack pin would result in the reject cylinder unable to completely reject the identified clogged needles resulting in the escape of the non-conformance part. The racks are purchased parts from external supplier. DHR was performed and there were no clogged needle rejects at the in-process and outgoing inspection along with no quality notification raised for the past 12 months.

Event description:
It was reported that four needle 21 1-1/4 tw bulk pack experienced clogged/broken cannulas. The following information was provided by the initial reporter: found clogged needle during the syringe assembly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that four needle 21 1-1/4 tw bulk pack experienced clogged/broken cannulas. The following information was provided by the initial reporter: found clogged needle during the syringe assembly.